Event description:
The customer reported the ventilator alarmed displaying event code 41 which is an overpressure condition . The ventilator was removed from the patient and replaced with a different unit. There was no patient harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).